Event description:
Customer reports via e-mail through covidien pharmacovigilance italy to covidien drug safety that a (B)(6) pt was administered 120 ml of intravenous ioversol (optiray 350) from a 150 ml bottle for a trans-axial computerized tomography on (B)(6) 2012. A contrast medium extravasation occurred into the soft tissue of the left forearm. The pt experienced left limb edema and reddening. He was transferred into the emergency room for consultation. Treatment is not reported. The outcome is reported as improving. The pt was not hospitalized.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.